Event description:
Dr believes that there is not always complete cutting of the tissue when using the achieve in fibrous tissue such as breast. After firing the achieve to capture the biopsy core, she will then try to retrieve the needle. She has found that part of the specimen has not actually been severed, so she is having to pull on the needle to complete the separation of the captured sample from surrounding tissue. This has happened 2-3 times over the last two months. No samples of these needles have been saved for evaluation by manufacturer.